Event description:
It was reported that approximately 45 minutes into a da vinci s ovarian cystectomy procedure, the surgeon encountered excessive adhesions within the patient's anatomy which made it difficult to perform the procedure laparoscopically. At this time, the surgeon made the decision to convert to traditional open techniques to successfully complete the procedure with no issues noted. Approximately two to three weeks post procedure, the patient returned to the hospital and was diagnosed with ileus. It is unknown how the patient was treated; however, the patient expired after being diagnosed. The site's risk management department has been contacted several times to obtain additional information; however, our attempts have been unsuccessful. The delay in reporting is due to an isi employee's misunderstanding of complaint reporting criteria. The site advised that there was not correlation between our system and the event and our isi representative understood the site's feedback as not requiring the initiation of a complaint record. Since this misunderstanding was discovered, retraining has been performed with the isi representative to mitigate future occurrences.

Manufacturer narrative:
Based on our investigation, there were no complaints against the da vinci system, instruments or accessories and the site has continued to use the system to perform surgery on patients without incident. The site has been contacted for additional information related to this event. If additional information becomes available, a follow-up MDR will be submitted.